Event description:
Physio-control was performing an eval of a device returned on recall #(B) (4) and found that it would not power on. When one pushed the on/off button, the device lighted up as it would power on, but actually failed to turn on. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the mfg facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.